Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.evaluation summary: the reported condition was confirmed during device evaluation. The cause was identified as spilled solution on the force sensor resistors (fsrs) which made them defective. The fsrs were replaced to correct the reported condition. If additional relevant information is received, a follow-up MDR will be submitted.

Event description:
The facility reported a flogard infusion pump that presented "alarm 38." It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.